Event description:
It was reported that during a surgery on bilateral lower extremities, there were issues with the threads on three screws. During the open reduction of the tibia and fibula on one leg, the thread of a 4.0 cannulated screw was noted to be peeling off as it was inserted into the bone. The screw remained in the bone. On the other leg, a 4.5 cannulated screw was used to treat a talus fracture. The thread broke off near the surface of the bone and the surgeon was able to retrieve the screw. An alternate screw was available to use, but there was a delay of 15 minutes to the surgery. It was noted that in addition, the self-drilling tip of a cannulated screw, which was located on the screw rack on the wall, appeared to be damaged. This report is for the unknown 4.0 cannulated screw reported to be peeling during insertion. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the 4.0 cannulated screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.